Event description:
The doctor claims that the graft was implanted on 12/19/1998, in the patient as part of a two graft axillo-bifemoral bypass. Ten days later, the patient developed erythema, a [significant] fever and an elevated white count. There was no drainage and a computerized tomography scan detected no gas or fluid surrounding the graft. Although the doctor first suspected a graft infection, the culture came back negative. The doctor elected to treat the patient with antibiotics (ancef) anyway. By this time the graft had occluded and was subsequently thrombectomized. The graft was left in. The doctor stated that the exact cause of the event is unknown.